Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) doppler tether is broken and the strap cannot be wound. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), e1(site country, event site city), e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: g2. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. To fix the issue, fse replaced the tether assembly. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received doppler tether with a reported unit failure of doppler tether is broken and cannot be wound. The failure analysis and testing dept. Performed a visual inspection and found the part to be damaged where the tether could not be wound up. The tether failed testing. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.